Event description:
It was reported that the pump's EKG waveform, timing and assist ratio were erratic and the display screen went blank for 5 seconds, then came on again. The pt was transferred to another pump. There were no pt complications.